Event description:
It was reported that the neonatal arctic gel pads found to be leaking. 3 different cases noted to date. All items with same lot number have been pulled off the shelves. Lot # ngks4662, another arctic gel pad was leaking. Thought it was emesis as there was some on the pad, but the wet spot was much bigger. They placed under the baby's head and baby moved off wet spot and the area air dried. Infant laid back on the area that was previously wet and it was wet again after an hour. Infant had no emesis during this time, and his head was still laying. Us was notified and made the decision to change the pads out again but use a different lot number. Lot# ngkv1803, called to room of cooling patient because arctic gel pads were wet. Initially thought it might be urine but noticed that it was wet near the baby's head as well as the diaper area and did not have an odor. Lot# ngkv1803, lifted baby off of arctic sun pads for weight and noticed the baby was wet from her legs to her head. Thought baby might had peed through diaper but diaper was not very full and the fluid didn't smell. Felt arctic sun pads and they felt very wet from the baby's head to her legs. Thinking the pads may have had a leak." Per follow up information received via task on 13mar2026, just went through the entire inventory in the nicu and also down in our warehouse and found one arctic sun pad in the nicu that was not a part of the two affected lot numbers. There were no other arctic sun pads stocked in the nicu. In the small warehouse in the basement of hospital, have 5 boxes of arctic sun pads 2 pads per box, and all of those boxes have the affected lot number of ngkv1803. New order will be placed. Hopefully, could get a new order stat. Since we currently only have one pad that is not a part of the affected lots. Per follow up information received via task on 16mar2026, they need to return the recalled arctic sun pads currently in our inventory. The total count is 11 units 5 full boxes of 2 and 1 individual pads from an open box.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details.